Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had some issues with the hemovacs disconnecting. They were wondering about education or just a better understanding of how drain works. Per customer follow up received on 18may2024, they were not sure it was just lately they had an increased problem with the drains pulling apart and the drain was not suctioning or draining properly.

Event description:
It was reported that they had some issues with the hemovacs disconnecting. They were wondering about education or just a better understanding of how drain works. Per customer follow up received on 18may2024, they were not sure it was just lately they had an increased problem with the drains pulling apart and the drain was not suctioning or draining properly.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿interface between collection device and drain is inadequate due to material selection or product design". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.